Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom, determined to be caused by a failed motor flex. Additionally, the evaluation found severed motor mount screws (6 of 6), which is known contributor to system error 105 alarms. The failed motor assembly, which contains the severed screws, was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed system error 105. It was also reported that there was no pt injury.